Event description:
It was reported that stent dislodgement occurred. The 2.50mm x 24mm promus element plus stent was advanced to an unspecified guide catheter; however, difficulty advancing was encountered. The device was removed however it was noticed that the stent was dislodged from the stent delivery system balloon. It was found out that the stent was stuck in the tuohy connection. The stent was able to be retrieved. The procedure was completed using another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).